Event description:
This lv lead was implanted on (B)(6) 2006 and remains implanted at this time. A call was placed to technical services on 06/14/2016 stating that this lead exhibited increased threshold. The physician was dr.(B)(6) at (B)(6) center of (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).